Event description:
It was reported that the customer had blood glucose levels of 2.6mmol/l. Customer treated with food. The customer also mentioned receiving calibration errors and bad sensor alerts. Troubleshooting occured. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.